Event description:
It was reported by service report that there was no power to the side rail and footboard controls. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: lift sensor coil cable.